Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 5 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter: the drug solution did not come out with five devices.

Event description:
It was reported that 5 bd ultra-fine¿ nano¿ pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter: the drug solution did not come out with five devices.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. H.6. Investigation: five open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned samples and photos was carried out a bent non patient end of cannula was observed on two samples and a broken non patient end of cannula was observed on the remaining three samples. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.